Manufacturer narrative:
Pending investigation. D10: (B)(6) 300-01-09 - equinoxe, humeral stem primary, press fit 9mm. (B)(6) 315-35-00 - glnd kwire. (B)(6) 320-01-38 - equinoxe reverse 38mm glenosphere. (B)(6) 320-10-00 - equinoxe reverse tray adapter plate tray +0. (B)(6) 320-15-01 - eq rev glenoid plate. (B)(6) 320-15-05 - eq rev locking screw. (B)(6) 320-20-00 - eq reverse torque defining screw kit. (B)(6) 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm. (B)(6) 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm. (B)(6) 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm. (B)(6) 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm. (B)(6) 320-38-00 - equinoxe reverse 38mm humeral liner +0. (B)(6) 321-20-00 - equinoxe reverse shoulder drill kit.

Event description:
As reported, approximately 3 years and 1 month post the initial left tsa, the patient underwent a revision surgery due to an acromial stress fracture. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. The reason for the revision reported was likely due to acromial bone fracture. The cause of the bone fracture cannot be conclusively determined but may be related to a patient condition. However, this cannot be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.